Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 09/26/2025. An investigation was conducted on 10/02/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact adaptor. An electrical evaluation was conducted. The adapter was connected to a reference power supply vh-3010 and reference extension cable with no visual or physical difficulties. A pre-cautery test was performed per the instruction for use with a reference hemopro 2 and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce steam or heat during 5-second activations. No additonal testing was conducted due to the failure pre-cautery test. Based upon the evaluation results, the reported failure mode ¿electrical /electronic property problem¿ was confirmed. A manufacturing engineering evaluation was conducted. The complaint was confirmed. A reference hemopro 2 device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh- 3010) was moved to the on position and the toggle on the handle of the vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy was being delivered to the reference hemopro 2 device. Wet gauze was placed between the jaws and there was visible steam. The reference hemopro 2 device was then connected to the same hemopro power supply (c-vh-3010), the complaint hemopro 2 adapter (onetrack 1368537), and the same hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply did not make an audible beeping sound. Wet gauze was placed between the jaws and there was no visible steam. The complaint hemopro 2 adapter failed the heat up test confirming that this adapter is malfunctioning and unable to deliver energy. Based on the manufacturing engineering evaluation investigation, the reported failure ¿electrical /electronic property problem¿ was confirmed. A supplier investigation was conducted. By conducting a continuity test on the returned product, it was found that the product is open-circuit after testing. 2. Upon disassembling and analyzing the connector, it was found that all solder joints were qualified and free from defects. 3. By conducting an analysis of the copper wires, black wire breakage was identified. 1. By conducting a continuity test on the returned product, it was found that the product is open-circuit after testing. 2. By conducting an analysis of the copper wires, yellow wire breakage was identified. 3. Analysis conclusion for both of these wire harnesses, we conduct 100% continuity testing prior to shipment. Any open-circuit defects would be reliably detected by this process. Currently, the exact cause of the copper wire breakage remains unclear. However, it is suspected that the breakage may be related to the usage environment or to pulling on the wires themselves (rather than the connector) during mating/unmating. The reported device is an OEM device. The certificate of conformance was reviewed for the lot # 02501175. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro ii adaptor wasn't working so they moved it around and taped it in such a way and it worked as long as it was taped with the cord going a certain direction. Procedure completed with the same device. No procedural delay. No harm on the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.